Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient experienced a loss of efficacy. A dye study and x-rays were done. A catheter kink of the proximal segment was found. As a result of the event, a revision was required and took place on ¿monday¿ however the exact date was not specified. The catheter was unkinked. As of the report date, patient was reportedly doing well. The device system was used to deliver lioresal.